Manufacturer narrative:
D10 concomitant products: 6cn75r, 6cn75r 7.5mm adt flex trach w tg cuff x1, (lot# 202507048x) 6cn75r, 6cn75r 7.5mm adt flex trach w tg cuff x1, (lot# 202511341x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the first tracheostomy tube an alarm was heard from the ventilator due to high leaks. It was mentioned that the pressure of the cuff was never measured during filling. Tried to fill the cuff but determined to change the tube. The second and the third tracheostomy tube had cuff deflation and inflation issue and on the third tracheostomy tube the patient had deterioration on the ventilation.